Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a missing sensor wire. The sensor was inserted into the leg on (B)(6) 2018. The patient's mother stated the patient experienced pain during sensor insertion. The patient also received a sensor failure during the warm up session and removed the sensor. Upon removing the sensor, the sensor wire was missing. The patient's mother indicated that the patient had a small bump at the sensor insertion site and took her to the doctor on (B)(6) 2018. The patient had x-rays taken and the x-ray results found the sensor wire in the patient's right leg. The patient was not prescribed medication at the doctor visit but indicated that she gave the patient advil for the pain and stated the patient was going back to have the wire surgically removed on tuesday, (B)(6) 2018. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined. It was reported that the applicator collar was not retracted completely when inserting the sensor. Labeling indicates: place fingers of one hand on edges of adhesive patch. Pinch up your skin at the tips of the white adhesive. Place two fingers directly above collar to steady applicator barrel. Place thumb on the white plunger. Push plunger completely down the applicator barrel. You should hear 2 clicks. Move two fingers from above collar to below collar. Keep your thumb as a base on the white plunger. Pull back collar all the way towards your thumb. You should hear 2 clicks.

Manufacturer narrative:
Com-(B)(4).